Event description:
It was reported that the left ventricular (lv) lead had high pacing impedance within range and loss of capture. Boston scientific technical services (ts) recommended troubleshooting actions, such as x-ray imaging to confirm lead integrity. An x-ray was performed at a later date, but nothing was found. The right ventricular (rv) lead was reprogrammed as a result of this occurrence. At a later date, the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead had high pacing impedance within range and loss of capture. Boston scientific technical services (ts) recommended troubleshooting actions, such as x-ray imaging to confirm lead integrity. An x-ray was performed at a later date, but nothing was found. The right ventricular (rv) lead was reprogrammed as a result of this occurrence. At a later date, the lv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the pacing impedance was high out of range.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) lead had high pacing impedance within range and loss of capture. Boston scientific technical services (ts) recommended troubleshooting actions, such as x-ray imaging to confirm lead integrity. An x-ray was performed at a later date, but nothing was found. The right ventricular (rv) lead was reprogrammed as a result of this occurrence. At a later date, the lv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received indicates that the pacing impedance was high out of range. The lead was returned for analysis.